Manufacturer narrative:
Health effect-clinical code: failure of implant health effect-impact code: surgical intervention investigation-type: actual device was evaluated, production records were reviewed and trend analysis performed. Investigation-findings: though breakage was confirmed, evidence of damage characteristic of sharp instrument was identified (usage problem) investigation-conclusions: product labeling warn that explant surgery may be indicated at any time, and that care should be taken to avoid damage to the implant with sharp instruments. Findings suggest that unintended use error (sharp instrument damage) may have contributed to reported breakage, however exact cause has not been established.

Event description:
Complainant reported that patient had calf implant explanted more than seven years post-operatively due to it being broken into pieces. The device was replaced with another calf implant.